Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the tip of the I-blade broken and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement

Event description:
It was reported that during a laparoscopic "lymphadectomy" procedure they could not control the jaw with the handle. No further information is available. No patient consequences reported. Procedure was completed with same like device.